Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump delivered two boluses of 25 units that the customer did not program. The insulin pump was uploaded to carelink, and the two boluses were found in the report. Advised that the insulin pump would be replaced. Nothing further was reported.